Manufacturer narrative:
Hologic has received correspondence arising from litigation. The litigation alleges that a 41-year-old patient was implanted on (B)(6) 2018 with a biozorb marker following a surgical procedure for a right breast partial mastectomy. On (B)(6) 2021 patient presented with complaints of skin erythema, tenderness/soreness and right axillary soreness. Patient describes increasing pain in her right arm over the last few months, feels constant throbbing. Local breast examination found mild persistent erythema, nipple retraction, hyperpigmentation, mild breast edema, right axilla tender to exam. Patient received medical treatment. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 41-year-old patient was implanted on (B)(6) 2018 with a biozorb marker following a surgical procedure for a right breast partial mastectomy. On (B)(6) 2021 patient presented with complaints of skin erythema, tenderness/soreness and right axillary soreness. Patient describes increasing pain in her right arm over the last few months, feels constant throbbing. Local breast examination found mild persistent erythema, nipple retraction, hyperpigmentation, mild breast edema, right axilla tender to exam. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.